Event description:
It was reported that during an open bowel procedure, after firing the device two times, the staples had not formed. Another device was used to repair the staple line and to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual conditions and with a reload loaded in the device; the reload was received fully loaded with staples and all the staples were protruding. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to protrude or fall out. It is important to ensure that the tissue is secured with the retaining pin and the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. The device was tested with the returned reload, and it cycled, fired, and formed all the staples as intended. A batch record review was performed and no anomalies were found during the manufacturing process.